Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.19 " x 0.62" was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm force bipolar instrument's tip was broken. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. No further information was provided.